Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 115 mg/dl at the time of incident. It was reported that the insulin was squirting out during manual prime process. The insulin pump was returned for analysis.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to moisture damage inside the force sensor resistor. Moisture damage was found on the motor and lcd board. The insulin pump passed the stop current test, run current test and displacement test. We were unable to perform the self- test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to prime alarm. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.